Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that the patient's implant was not working and wouldn't charge. Caller said the patient would put the controller back there and turn stimulation on and off, but now it would charge. Agent asked, caller said there was no specific message coming up when the patient tried to charge the implant, but the controller would just say no charge. Agent walked caller through removing the battery pack and re-inserting the battery and caller confirmed the controller powered on. Caller then connected recharger and reported stimulation was off. Caller confirmed the correct recharger cord was plugged into the controller. Caller tried unplugging and plugging the recharger back in, but that did not resolve the issue. Recharger was stillnot recognized by controller to initiate charging. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger. Caller stated issue began around the 6th of this month. Additional information was received from the patient, patient mentioned that the circumstance that led to stimulation was off was that they accidently spilled water om the device and to resolve the issue they contacted the manufacturer customer service. Patient mentioned that they received a replacement and specified their weight. Additional information was received from the manufacturer representative (rep) that he was never notified of this issue before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.